Manufacturer narrative:
Exemption number e2019001. Visual, dimensional and functional analysis was performed on the returned device which identified the delivery catheter and barewire were separated. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The pod damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It has been determined that a potential product quality issue exists. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that before use, it was not possible to insert the filtration element of a 190 cm emboshield nav6 embolic protection device (epd) into the delivery catheter. Additionally, the tip of the delivery catheter became damaged and kinked. An unspecified emboshield nav6 epd was then used to successfully complete the procedure. There was no patient involvement. No additional information was provided. Returned device analysis revealed that the delivery catheter and barewire core were separated.